Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2011 due an incident of hyperglycemia. Per the reporter she had picked the patient up at his fathers house and found he was "so out of it." When she could not figure out what was wrong with him she brought him to the ER. Upon admission she reports his blood glucose was >1000 mg/dl. He was admitted and treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.